Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. To address this, the customer administered a correction bolus using the pump. Reportedly, the customer continued to use pump for insulin therapy.